Event description:
Bolt backed out that secures hanger bar to pt lifts. The resident was not in the lift with the hanger bar fell and struck the resident. Resident suffered an abrasion to the head. Cna was also hit by the hanger bar. Bolt and hanger bar were intact. Set screws and bolt adhesive were in place.